Manufacturer narrative:
Add: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Correction in h10 from "the cause was determined to be punctured keypad." To "the cause of the keypad not working was identified to be a puncture on the keypad; the cause of the puncture was undetermined."

Manufacturer narrative:
Date received by MFR in follow-up MDR #2 is being corrected from 09/14/2021 to 10/22/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a punctured keypad. The device was found out of specification in relation to the customer reported "keypad not working", which was reproduced. The reported condition was verified. The cause was determined to be punctured keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.